Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visited to the emergency room on (B)(6) 2020 because of hyperglycemia. Blood glucose level at the time of emergency room visit was unknown. Customer reported blood glucose value of 600 mg/dl. Customer's current blood glucose level was 560 mg/dl. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Customer treated their blood glucose with manual injections. Auto mode was active at the time of reported high blood glucose event. Customer declined to further troubleshooting. Insulin pump will not be returned for analysis.